Manufacturer narrative:
The vascade 6/7f device was not returned for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Per the vascade® vascular closure system (vascade vcs) 5f and 6/7f instructions for use "pseudoaneurysm is a complication that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
A patient underwent an ablation procedure for premature ventricular contractions, during which a vascade 6/7f device was used. The device was initially inserted with an 8f sheath, followed by a 7f sheath for closure. No anomalies were reported with the vascade device during the procedure. Post-procedure, the patient was transferred to the post-anesthesia care unit (pacu), where multiple pseudoaneurysms were identified in the accessed vessel. Ultrasound imaging was used to confirm the findings, and probe compression was applied to manage the bleeding. A vascular surgeon was consulted regarding the pseudoaneurysms; however, the specific treatment provided remains unknown. Haemonetics followed up with the facility to obtain additional information, but no further details have been provided to date.

Manufacturer narrative:
A 12-month rolling trend analysis was conducted for the reported event of "multiple pseudoaneurysm." No other complaints of "multiple pseudoaneurysm" were identified during the review period, indicating that this event is isolated. The root cause of the reported complaint cannot be determined at this time. Without a returned sample for evaluation, it is not possible to confirm the presence of a defect or to determine whether the event was related to a manufacturing issue.